Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via the patient reported that the patient was experiencing shocking in their right arm with certain movements. Impedances were checked and shown to be normal , but the shocking persisted. The implantable neurostimulator (ins) was replaced with a new ins to resolve the issue. However, it is unknown if the issue did resolve by the time of the report. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.